Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor / integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor / integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor / integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor / integer, or its employees, that the report constitutes an admission that the device, oscor / integer, or its employees caused or contributed to the event described in this report.

Event description:
Per customer's customer japan lifeline summary: dilator connector crack .(12f202605000115) [description / sequence of events] event occurred during inventory inspection, devices inspected prior to usage, a crack was found.the subject device was unpacked to perform the setup for an asd closure procedure. During setup, a crack was confirmed at the connector part of the dilator. There had been no situation that could cause such damage prior to the discovery of the crack. An attempt was made to replace it with another device; however, a similar crack was also confirmed at the connector part of the dilator through the sterile package before opening it. The procedure was continued using the first device without opening the second one, and the procedure was then completed without any issues. Oscor / integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor / integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor / integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor / integer, or its employees, that the report constitutes an admission that the device, oscor / integer, or its employees caused or contributed to the event described in this report.